Event description:
It was reported that the lines of an unspecified quantity \[at least three (3) to four (4)]" of homechoice cassettes were broken which resulted in a leak. This occurred during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.